Event description:
Customer alleged the little swing bar pivot point has a bolt and that bolt sheared off. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9099p, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions, then they should contact invacare. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The maintenance department of a facility called and stated that a bolt sheared off at a pivot point at the end of the pump handle causing a staff member to sustain a pinched finger. The staff member was in the process of lifting a patient. The patients weight is unknown. The device has been taken out of use. A RMA has been issued and the product is being returned to invacare for an inspection and evaluation.